Manufacturer narrative:
G5 PMA/510(k) number: p850022/s017. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient stated he was using the spinalpak to treat his back, he cannot remember when the event occurred; he reports a spark from his 20' lead wire caused a burn. He stated he was given an antibiotic cream, however he cannot remember the name.